Event description:
The manufacturer received a report from a customer that the touchscreen was not working on a trilogy evo ventilator. No patient harm or injury was reported. The device was not reported to be in clinical use. The device has not yet been returned for investigation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.